Event description:
Caller states the patient tested 1.4 inr on the coaguchek xs system on (B)(6) 2013, and 1.9 inr on the coaguchek xs system on (B)(6) 2013. Later that day the patient was admitted to a nursing home and a lab value returned as 9.0 inr (the timeframes between the meter result and the lab value is not known). The patient was treated with an injection of vitamin k at the nursing home. No further actions were taken. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.